Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
The 5 french bard solo2 PICC peripherally inserted central catheter is marketed as a 5 french device, but it actually measures 6-8 french. Tip is 6 french. Reverse taper end is 8 french. Bard is practicing false labeling/marketing. It is very thrombogenic, as are more 6 fr PICC lines. Our institution has encountered many superficial vein thromboses with this system. Vein thromboses treated by PICC removal +/- aspirin or anticoagulation depending on clinical situation. Affected veins typically never recannulate and remain occluded.